Manufacturer narrative:
(B)(4).

Event description:
It was reported that the external pulse generator (epg) was not capturing. Testing was done and the biomedical engineer was not able to reproduce the issue. There was no refractory result shown while testing. The epg will be returned for additional testing and calibration. There was no patient involvement.

Event description:
It was reported that the external pulse generator (epg) was not capturing. Testing was done and the biomedical engineer was not able to reproduce the issue. There was no refractory result shown while testing. The epg will be returned for additional testing and calibration. There was no patient involvement.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.